Event description:
A nurse reported the cable wires of the handpiece were exposed during a procedure. The procedure was completed using an alternate handpiece. There was no harm to the patient.

Manufacturer narrative:
There was no sample returned for evaluation. The root cause is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).